Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: USA. The product looks foggy not clear . Almost looks as if the product is leaking from packaging (polymerized in pack r63).

Manufacturer narrative:
Samples received: 1 open pouch (with ampoule) was received on april 9th and three more open pouches (with ampoule) were received on april 23th. Analysis and results: there are no previous complaints of this code batch of which 4,500 units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical's warehouse. We received four ampoules, all are defective, three of them present leakage through the tip of the ampoule and the other has a crack in the body of the ampoule. (See attached pictures). Leakage thorough the tip after checking data of the batch of ampoules used in the manufacturing of the complained lot of histoacryl, it can be concluded that an insufficient wall thickness at the cannula-tip transition cannot be related to the defect. There is no evidence than an accident/incident occurred during transportation and storage of the raw material/finished product. Nevertheless, if an accident/incident occurs it could even damage the ampoules provoking the leakage of the adhesive from the ampoule. In either of the two possible foreseeable sequence of events, the inappropriate state of the product (ampoules damaged/leaked) would be detected by the user and histoacryl could not be used in the surgical procedure. Ampoule with a crack on the surface of the ampoule it was hypnotized that the defect was consequence of a failure related to the moulding process of the ampoules. Reviewed the batch manufacturing record, this product had an incidence in the process but not related to this issue and product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.